Event description:
Since the purchase (on 10/16/2007) of multiple ge/corometrics 259cx maternal/fetal monitors, there have been innumerable intermittent problems related to the data entry keyboard (model 2116b). The buffering system built into the fetal monitor to handle communications from the keyboard (which are then sent to a paper strip printed on the 259cx) is overloaded easily, causing the printer to fail, as well as causing display failures (spo2 & nibp measurements fail to display). This intermittent failure occurs most often when multiple parameters are attempting to print at the same time (i.e. Automated vs keyboard entries). Ge/corometrics have only recently (a few weeks ago) admitted that they will not repair the problem (for the last 2 years, they have led us to believe that a repair was being developed for the failure). This problem only occurs with the 250 series monitors - we have used the older models without failure (116/120 series). The data entry in concern includes point-of-care annotations during bedside care (medications given, pt condition, etc). No injuries have occurred, but the failure occurs most during critical care (i.e. Epidural administration), and places the [unmonitored] pt at risk: continuous vitals monitoring may be lost, and restarting the 259cx (to clear the failure) distracts the nurse from their pt care at critical times.